Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hypertension as well as diabetic ketoacidosis as well as pain with glucose level was 525 mg/dl, on (B)(6) 2019. The customer blood glucose level was above 400 mg/dl, 290 mg/dl, 238 mg/dl at the time of incident and the current blood glucose level was 338 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pump, manual injection and insulin drip for high blood glucose. The customer state before hospitalization customer using the insulin pump. Customer reports they had contacted their health care professional regarding the high blood glucose. Customer did not allege insulin pump was under delivering. Customer was able to perform high pressure test at that time. Customer performed the high pressure test and it passed. The device will not be returned for analysis.